Manufacturer narrative:
On an unreported date several years ago, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified drug (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, patient outcome was not reported. Pd therapy was continued during the treatment. The reporter declined to provide additional information.